Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ust400, 17845-5a-aw rev b 09/2017, checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 126: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient's grandmother reported that the patient woke up with blood glucose (bg) reading "high" (> 500 mg/dl). She gave a manual injection of 9 units of novolog insulin. She waited 3 hours and noticed the patient's blood glucose was not going down so she gave another manual injection of 9 units of novolog insulin. She call his doctor advised to remove the pod and activate a new pod. Once the new pod was activated, she performed corrections through the new pod which did not help lowered the patient's bg levels. She called his doctor again who advise to take the patient to the emergency room. While he was at the emergency room, they kept the pod on and gave manual injections of novolog. The patient was also placed on an intravenous therapy of fluid to help flush his system. The emergency room diagnosed the patient with diabetic ketoacidosis. He was released from the hospital when his bg level returned to normal range. The patient was in the emergency room for 4 to 5 hours. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found to be completely torn off, although it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.